Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump volume was not annunciating audible sounds or vibrating for alerts and notifications. Additionally, it was reported that the pump stopped delivering insulin when the cartridge reached 80-90 units of insulin remaining. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.